Event description:
It was reported that a patient came in to clinic due to patient notifier for securesense due to far p wave oversensing. The patient notifier was programmed off. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.